Event description:
It was reported that a cartridge alarm 19 occurred during basal delivery.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during basal delivery. There was no reported impact to the customer's blood glucose level due to the alarm 19. Reportedly, the customer was able to load a cartridge successfully, and resumed insulin.